Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have blade damage. Both of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. Common causes of the failure mode mechanical indentations and/or burrs instrument blades are attributed use-related damage when attempting to cut incompatible material, such hard objects like bone or cartilage, or from mishandling or misusing the instrument.

Event description:
It was reported that during central processing, the monopolar curved scissors blade had missing material at the center. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Review of the provided image is consistent with the reported complaint of physical damage to the blades. The root cause of the failure mode cannot be confirmed without the returned device.